Event description:
It was reported that on (B)(6) 2013, a female patient underwent an implantation; left small finger metacarpal open reduction internal fixation. A 7 hole right condylar plate was implanted and remains in the patient. As the second to the most distal screw in the plate was implanted, the screw head was noted to fracture just as the plate was becoming tight. The head of the screw was discarded. The shaft of the screw remained in the intramedullary position. There was no surgical delay. The procedure was successfully completed with normal patient outcome; no further treatment was anticipated. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.